Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber was removed, disassembled, inspected, and reinstalled. The unit was retested and found to function within manufacturer's specifications.

Event description:
The hospital reported the unit failed the airway pressure calibration during the preoperative checkout. There was no report of patient involvement.